Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The parents of the recipient reported that the child fell to the ground hitting the implant site, though it was not a serious accident. The recipient no longer has any hearing sensations with the device. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensations with the device. External parts have been checked without improvement.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A decision regarding explantation surgery has not been made available yet.

Event description:
The parents of the recipient reported that the child fell to the ground hitting the implant site, though it was not a serious accident. The recipient no longer has any hearing sensations with the device. A date for re-implantation has not been received.